Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18318509/18318509.

Event description:
It was reported that the patient was experiencing inadequate and loss of stimulation. The patient underwent a procedure wherein the ipg and lead were explanted. The explanted ipg and lead were retained by the medical facility and will not be returned.